Event description:
Customer reported that she was unable to refill the insulin pump and that she accidentally delivered too much insulin. The blood glucose reading was 57 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.